Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that medication would get trapped in the hubs of a continu-flo solution set. This occurred during patient infusion. The trapped medication was found after flushing the line. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. This is report 2 of 2.